Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm during boluses on the insulin pump. The customer's blood glucose level was 286 mg/dl. The customer does not wear sensors, but was not looking at the graph when the error occured. The insulin pump had not exposed to high magnetic field. The patient was advised that the insulin pump iw and should be replaced. The customer was advised not to use insulin pump until replacement delivered.